Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Part was discarded by the site and will not be returned to manufacturer for analysis. A medtronic representative went to the site to test the equipment. The system failed the mechanical test. The medtronic representative replaced the power cord and rails. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. The original power cord was replaced by biomed. Biomed reported that the original power cord was cut and when they connected it to power outlet there was no green light on the mobile view station (mvs) and nothing in image acquisition system (ias) too. The medtronic representative did not believe there were exposed wire but something that you cannot see visually but if you test the continuity of the wires you will find there is no continuity in one or two wires. This event was identified during a retrospective review as discussed with the FDA (B)(6) on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that while doing planned maintenance (pm), of the imaging system, he found an issue with power cable that was replaced by the customer which is not a medtronic power cord, and a broken bottom rail where we attached the bottom cover of the gantry. There was no patient present when this issue was identified.